Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report # (B)(4) product not returned for evaluation. Customer disconnected call. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Correction: correct mlurc on section h10.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained in the 140's mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom passing out after taking insulin based on high result obtained. Medical attention is reported as a result of the actual blood glucose results and reported symptom (passing out). The product storage location is undisclosed the test strip lot manufacturer's expiration date is 06/22/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer is concerned that meter is reading too high. Customer says that at an earlier time (date not specified), he tested on his true metrix and results read in the 140's (exact number not specified). Customer says he took 1 unit of novolog and then went for a walk. Customer says while out for his walk, he fainted, and a neighbor called for help and he was transported to the ER. Customer says at the ER, he was tested, and result read in the low 40's (exact result not specified). Customer was upset and refused to troubleshoot or provide necessary information to replace meter/resolve issue. Customer disconnected the call.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer disconnected call. Most likely underlying root cause: mlc-58-user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained in the 140's mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom passing out after taking insulin based on high result obtained. Medical attention is reported as a result of the actual blood glucose results and reported symptom (passing out). The product storage location is undisclosed the test strip lot manufacturer's expiration date is 06/22/2019, and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer is concerned that meter is reading too high. Customer says that at an earlier time (date not specified), he tested on his true metrix and results read in the 140's (exact number not specified). Customer says he took 1 unit of novolog and then went for a walk. Customer says while out for his walk, he fainted, and a neighbor called for help and he was transported to the ER. Customer says at the ER, he was tested, and result read in the low 40's (exact result not specified). Customer was upset and refused to troubleshoot or provide necessary information to replace meter/resolve issue. Customer disconnected the call.